Manufacturer narrative:
(B)(4). Technical support instructed the customer to disconnect the internal battery in order to shut down the ventilator. The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested for multiple hours and no failures were observed. The device passed all testing. The event logs were reviewed and no abnormal events were found. The reported malfunction could not be duplicated. The single board computer (sbc) printed circuit board (pcb) will be replaced as a precaution.

Event description:
It was reported that during patient use, a ventilator had a constant alarm and the screen was black. The alarm was unable to be silenced and the device would not power on or off. The patient was transferred to another ventilator. There was no report of patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.